Event description:
Reporter called to report his baxter minicaps to be on the recall list. He uses them for dialysis and his provider is aware of this. The recalled mini caps are delivered to his home and is scheduled for delivery this month. He will return the unused box of recalled mini caps to the company upon delivery of his next shipment.